Event description:
Philips received a complaint regarding a philips respironics v60 ventilator reporting a mechanical issue related to the device-to-cart attachment mechanism. The device was reported to be in clinical use when the issue was identified. No patient impact or user injury was reported. Remote support was requested, and service evaluation determined that the lower cover/central processing unit (cpu) tray interface showed wear affecting the cart mounting integrity. Corrective action included replacement of the lower cover (cpu tray cover) due to wear and tear, and adjustment of the equipment to properly secure the cart support. The following part was used: cover, cpu tray. Following repair and adjustment, the device was verified to meet specification and was returned to service. No accidental damage was reported. The system was confirmed to be functioning as intended after completion of service activities. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
H10: e1-(B)(6).